Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - ni; device code - ni; expiration date - ni; date implanted - ni; (B)(6). Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, ¿periprosthetic pathology in ¿at risk¿ ceramic-on-polyethylene total hip arthroplasty: a clinical study using mars-MRI in 50 patients.¿ the aim of the study was to explore the occurrence and characteristics of any periprosthetic pathology in a large cohort of total hip arthroplasty patients with a ceramic-on-polyethylene (cop) bearing using mars-MRI evaluation. Eight patients identified in the article experienced seroma during 5-12 year follow-up period. Information was received based on review of a journal article titled, ¿periprosthetic pathology in ¿at risk¿ ceramic-on-polyethylene total hip arthroplasty: a clinical study using mars-MRI in 50 patients.¿ the aim of the study was to explore the occurrence and characteristics of any periprosthetic pathology in a large cohort of total hip arthroplasty patients with a ceramic-on-polyethylene (cop) bearing using mars-MRI evaluation. Eight patients identified in the article experienced seroma during 5-12 year follow-up period.